Event description:
Literature was reviewed regarding: ¿complicated mural thrombus post-evar.¿ the objective of the study was to describe four patients who developed symptomatic arterial thrombo-embolic complications (atec) caused by mural thrombus after endovascular aneurysm repair (evar). An endurant ii aui stent graft was implanted during the endovascular treatment of a ruptured 72mm aaa on an unknown date. It was reported approximately 2 years post the index procedure, follow up CT showed mural thrombus was present in the stent graft just above the native aortic bifurcation. Thrombus was limited to less than 25% of circumference and did not extend proximally or distally. The patient was monitored. Nine months later, however, patient complained of a painful right leg after 150m of walking. This was present, after an acute onset, for 6 weeks. Dus showed thrombus in the distal popliteal artery, slightly enlarged to 13mm, and in the crural trifurcation. Thrombolysis was performed and was successful within 48 hours. CT scan showed no popliteal artery aneurysm, but the mural thrombus from the stent graft right limb had disappeared. This thrombus likely had dislodged into popliteal artery and crural trifurcation. Patient developed a compartment-syndrome necessitating fasciotomy. The muscles could not be salvaged and 3 weeks later latissimus dorsi free muscle transplantation was done. Patient can walk now independently, with the use of a peroneus brace. No new thrombus is present on CT scan after 6 months. Patient was put on medication after the thrombolysis. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Wiersema, a.m., kievit, j.k. And reijnen, m.m.p.j., 2018. Complicated mural thrombus post-evar. Annals of surgical and perioperative care, 3(1), p.1038. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.